Event description:
It was reported that the customer experienced a blood glucose (bg) was "low" (specific value was not provided); cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg level. Ultimately, the customer reverted to an alternate method of insulin therapy.